Event description:
Per consumer, the chair was sold to her as new by at home medical recently however she was told the serial shows it was made in (B)(4) and initially sold to (B)(6). She is reporting issues with the batteries not holding a charge and the mottors leaking oil.